Event description:
It was reported that the 2600 system locked up during a case. This happened twice in one month. Both times the 2600 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.